Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/26/2017 with the following findings: during testing, it was observed that the battery compartment had two cracks. The keypad cover was lifted at the ok button and the up keypad button was intermittently responsive during investigation. The keypad cover was removed and there was evidence of moisture under the contrast and up button contacts. The up button contact was inverted. The pump was opened to inspect the keypad flex and the keypad flex was found to be fully seated in the connector with the latch closed. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed cracks in the battery compartment, moisture in the pump and an intermittently responsive keypad button. This report is made based on results of investigation completed on 6/26/2017.